Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional and/or corrected information. (B)(4). Reported event was confirmed by review of the product returned. As per visual examination of the returned product identified the locking ring bent. Dimensional analysis was performed on the locking ring and found to be conforming. Visual inspection of the tray is conforming showing no burrs in the locking ring groove. DHR was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(6). The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Not returned to manufacturer.

Event description:
It was reported the ring bent during use. Subsequently, the humeral bearing and tray could not be assembled. The locking ring was found to be bent. Another device was used to complete the procedure. A delay of 15 minutes was reported. No further information has been made availalble